Event description:
Reference MFR report: 1627487-2012-10662. It was reported diagnostic testing identified invalid impedances ((B)(6)). The physician elected to explant and replace the scs lead. During the procedure, the physician was unable to implant the new lead (device 2) due to the patient's internal fibrosis. The patient has been referred to a neurosurgeon for additional surgical intervention to be undertaken at a later date to implant a new lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.